Event description:
It was reported that this right atrial (ra) lead was surgical explanted due to dislodgement. A new ra lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The ra lead was returned and analysis is pending. Once analysis is completed, a final report will be submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was surgical explanted due to dislodgement. A new ra lead was implanted successfully. Besides surgical intervention, no adverse patient effects were reported. The ra lead was returned and analysis is complete.